Event description:
It was reported that this patient presented to the emergency room (ER) after a syncopal episode. Upon device interrogation, their pacemaker was found in safety mode. The patient was pacemaker dependent, and the duration of their asystole could not be determined. It was noted the patient was fine a few seconds after the syncopal episode and admitted to the ER and later the hospital. In hospital, the patient was equipped with a temporary external pacemaker. A few days later, the patient underwent a revision procedure, and their pacemaker was explanted and replaced without incident. No additional adverse patient effects were reported. To date, this product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this patient presented to the emergency room (ER) after a syncopal episode. Upon device interrogation, their pacemaker was found in safety mode. The patient was pacemaker dependent, and the duration of their asystole could not be determined. It was noted the patient was fine a few seconds after the syncopal episode and admitted to the ER and later the hospital. In hospital, the patient was equipped with a temporary external pacemaker. A few days later, the patient underwent a revision procedure, and their pacemaker was explanted and replaced without incident. No additional adverse patient effects were reported. Device return is expected.